Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, inappropriate antitachycardia pacing therapy and inappropriate hv therapy for supraventricular tachycardia were observed. Programming changes were made. Patient's condition was stable.